Event description:
It was reported that cgm displayed malfunction error message. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, and successfully restarted sensor session, after which error did not recur.